Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple sclerosis and intractable spasticity. It was reported that the patient had an adaptive stimulation issue. The amplitude would not change with position, the patient stated that when they lie down the adaptive stimulation didn't increase. The patient had to increase it manually and sometimes the setting goes from 0 v to 1.8 v. The patient reports that text for the position was for upright stance. The patient reports that they were involved in a motor vehicle accident and had a cat scan. The patient confirmed that adaptive stimulation is on and that the programmer is not displaying the correct position. The patient was instructed to keep a journal of the position and amplitude changes, and was suggested to undergo adaptive stimulation programming with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.